Event description:
Initial report: this is a spontaneous case report received by a regional medical manager on 12-nov-2010 and involves a female customer. Relevant medical history includes rheumatic disorder of hip. In (B)(6) 2006, the female had been treated by a health care professional with poly-l-lactic acid (sculptra), location: nasolabial folds and corner of the mouth. The dosage was not provided. No other products were used. For one year the female was very pleased with the results, however, suddenly the injection site area "exploded" and the female recognized a formation of blue discolorations. The female described the discolorations as bluish nodules/induration with increasing tendency. For a few years it was not possible to cover these blue discolorations. Outcome: ongoing at the time of the report. Medical or surgical intervention was not mentioned/known so far. The female asked for financial compensation.